Event description:
The pt was implanted with biventricular support. It was reported by the surgeon that during implant, on the echo, a stream of regurgitant flow was seen coming back from the lvad into the left ventricular. The surgeon troubleshot by checking all settings. A decision was made to exchange the lvad for another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.